Manufacturer narrative:
Please note the correction made to the h6 device code, results code, conclusion code, clinical signs code, and the health impact code: the reported event was confirmed since images of CT scans were provided and shows signs of loosening around the tibial component. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows signs of loosening and migration in the anterior region of the implant. The overall bone quality is poor. With the implantation of the initial tar some bone transplant has been attached close to the component. This could have contributed to the poor outcome. The pe cannot be assessed directly in the CT scan. The talar component assessment is a little complicated due to some artefacts, but as far as this can be assessed by the CT only it looks as if the component is not loosened, although there is some small radiolucency visible. The talus shows disseminated cysts and a talocalcaneal fusion.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was most likely caused by poor bone quality. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. ¿ a review of the labeling did not indicate any abnormalities.¿ indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. ¿ ¿ if the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
There is an upcoming revision surgery. The surgeon is planning on revising the tibia with inbone and then will need to revise the talar price as well.

Event description:
There is an upcoming revision surgery. The surgeon is planning on revising the tibia with inbone and then will need to revise the talar price as well.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.